Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
As per (B)(4), the hospital reported: "automated chemotherapy dispensing machine underdosed two doses. Subsequent investigation revealed an unauthorized software change by vendor was made during a software update that was planned and tested (both by vendor and on-site). This caused the machine to incorrectly calculate doses. The machine double divided the dose of the medication by the concentration of the stock the medication solution. For example, if the dose was 72mg, the stock med was 6mg/ml, the machine should add 12ml to the IV bag. In this case, the machine divided 72 by 6 and then by 6 again so only 2ml were added to the bag." Two pts were involved.